Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, failed battery test alarm due to unresponsive button. Device had minor scratched lcd window, broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was harder to press. The customer's blood glucose was unknown. The customer also stated side and top of battery compartment were broken, the insulin pump rejected new battery and received random unexplained no delivery alarms. The customer declined to speak with technical support. The insulin pump will not be returned for analysis.